Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor had connection issues and noticed that there was blood at the tip after insertion. Customer was assisted with troubleshooting and was advised to replace the sensor and insert in another location. Blood glucose level at the time of the incident was 50 mg/dl but declined troubleshooting for the low reading. No product is expected to return.